Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms and no capture and maximum outputs. A surgical revision was performed and a complete fracture of the lead was noted via fluoroscopy. During the explant of the lead, the lead was broken further and a portion of the lead remained in the patient. It was noted that the lead was placed close to the patient¿s clavicle, which could have contributed to the fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments; a 163 millimeter (mm) terminal segment, and a 113 mm mid-body segment. The tip segment was not returned. The silicone insulation sleeve was bunched up. A thorough evaluation of the lead segments was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.